Event description:
Nurse used turn feature on the linet bed to turn patient away from her to assess his back. The patient's wife, sitting in a wheelchair on the opposite side of the bed, grabbed the side rail of the bed to help stand up. The bed started to tip over and the wheels came off of the floor. Nurse ran to the other side of the bed to push the bed back onto the floor. Linet vendor/trainer came to hospital to review the event on (B)(6)2017. While assessing the turn feature of the beds at this hospital she noted that they turn to 30 degrees. She noted that the new model of bed limit the turn feature to 15 degrees. This facility was not notified that the turn feature on our current beds was not within the safe turning parameters. We requested from linetamericas if the turn feature could be limited to 15 degrees with a software patch or disabled. They stated that neither could be accomplished.